Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported there was no issue with the introducer. The introducer was used for implantation without issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to the implant of a leadless implantable pulse generator (ipg) the valve of the introducer was not connected correctly and during injecting contrast medium the cap jumped off. The ipg had not yet been placed and was replaced. No patient complications have been reported as a result of this event.